Event description:
Recently, it was reported that revision surgery was performed in 2009 to widen the implant bed, and re-positioned the device. It was reported that the pt has flap necrosis due to infection, and the pt's implant is extruding through her scalp. The surgeon explanted the pt's device. The electrode remains implanted to accommodate future reimplantation. The pt is being monitored.